Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for collagen deposition. The exact root cause was unable to be determined. The likely cause was determined to have been collagen deposition because of incorrect deployment technique. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that the the involved angio-seal collagen slipped into the vessel causing a vessel occlusion. As the collagen was pushed in with the tamper tube without sufficiently pulling the suture, the collagen slipped into the vessel. The collagen and anchor were surgically removed from the patient. There is no causal relationship with the device. Estimated blood loss was was less 250 ccs. The patient recovered. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. Known sensitivities: cold sensation, the patient required surgical intervention due to the event to remove collagen and anchor. An ultrasound was performed to diagnose the vascular insufficiency. There were no other devices or equipment used with the reported product. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.